Manufacturer narrative:
Zoll medical canada evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling and full functionality testing without duplicating the malfunction. The system board 3 volt coin battery was measured at 2.66 volt which is below specification but not low enough to cause the reported problem. The device's 3 volt coin battery was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.